Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 85% stenosed target lesion being treated was located in the severely calcified and mildly tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.50x12mm maverick balloon catheter. A 3.50x24mm liberte bare stent delivery system (sds) was then advanced to the lad and would not cross the lesion. When the physician withdrew the device it was noted that one of the stent struts was opened the procedure was completed with an omega stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: there was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon. Two struts were stretched and flared at rows five and six from the distal end of the stent. The tip of the catheter was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damaged and crossing difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 85% stenosed target lesion being treated was located in the severely calcified and mildly tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.50x12mm maverick balloon catheter. A 3.50x24mm liberte bare stent delivery system (sds) was then advanced to the lad and would not cross the lesion. When the physician withdrew the device it was noted that one of the stent struts was opened the procedure was completed with an omega stent. No patient complications were reported and the patient's status is stable.